Manufacturer narrative:
(B)(6). The device was manufactured from september 11, 2019 - september 12, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A functional flow test must be performed on the sample to verify the flow rate accuracy of the sample. Therefore, the reported condition of under infusion could not be verified by the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused a during a patient infusion. The device was being used to infuse a chemotherapy medication and it was reported "the device was connected for more than 46 hours¿ (no further information). There was no report of patient injury or medical intervention associated with this event. No additional information is available.